Event description:
It was reported, the patient¿s neurostimulator was not helping so they stopped using it. It was noted, the patient stopped using the device over a year prior to the call. It was reported, the patient either ¿got jolted real bad or not at all and it didn¿t help.¿ it was noted, the patient did not like when the device needed adjusting. It was reported, the patient¿s nurse turned stimulation all the way up and it still didn¿t work. It was noted, the jolting sensation had been happening since implant. It was reported, the jolting sensation had been checked a number of times. It was noted, patient would remain implanted, but would not be using their device.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Returned product was received from a funeral home. The funeral director reported that the patient was deceased, expired (B)(6) 2015. The patient's death was noted as not device related. The device position was noted as lower back, sub q and was explanted and returned to the manufacturer.

Manufacturer narrative:
Product ID 3889-28, lot# v619245, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v619245, implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy165892h ) showed ins battery, normal end of life, no telemetry and no output. No significant anomaly. Final analysis of lead model 3889-28 showed lead body cut through, product segmented. No significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.